Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer also mentioned having a no delivery alarm after the motor error. Customer's blood glucose level was 597 mg/dl. Customer was waiting in the emergency room and has not been admitted yet. Customer does not want to return the set or reservoir for analysis. Customer attributed their high blood glucose to the motor error and not the no delivery alarm. Customer had not treated for their blood glucose yet. Customer declined troubleshooting for the high blood glucose. Customer stated that they received the motor error alarm during a bolus delivery. Customer does not use the sensor feature on the pump and stated that they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced due to the motor error. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. There was no motor error alarm noted. The insulin pump was unable to prime during prime/compromised force sensor alarm test due to faulty force sensor resistor. They were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The pump had a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.